Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: neu_stylet_acc, lot# unknown, product type: accessory. Product ID: 977d260, serial# (B)(4), product type: screening device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial (B)(4), product type: screening device. The main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot (B)(4), ubd: 08-may-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that impedances were over 4,000 for no reason. The lead was in the wireless external neurostimulator (wens) correctly and there was no fluid. The rep reapplied the lead in the wens and multi-lead trialing cable. The lead was swapped out and impedances were in the 800-900 range. This was noted to be an out of box failure. The issue was resolved. No further complications were reported.

Manufacturer narrative:
. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.